Manufacturer narrative:
Concomitant medical product - model: 407645, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high and variable impedance. The lead remains in use. No patient complications have been reported as a result of this event.